Manufacturer narrative:
(B)(6):2021. (B)(6) 2021. The manufacturer's technical services (ts) confirmed the reported issue. The customer was walked through reseating the (ground) gnd spade in front of the power supply and corrected the gnd reading to the proximal port connector to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17nov2020.

Event description:
The customer reported unit failed electrical safety. There was no patient involvement.